Event description:
Same case as MFR report # 2134265-2008-00070. Event determined to be reportable based on analysis approved 12/13/2007. It was reported that during a percutaneous transluminal coronary interventional (ptca) procedure, inflation difficulties occurred. The lesion was located in the non-calcified distal left main coronary artery. The percent of the stenosis of the lesion and vessel tortuosity are unk. The maverick2 9mm x 2.5mm balloon catheter successfully crossed the lesion, however, upon inflation, the balloon was unable to be inflated. The procedure was completed with another MFR's device. No pt injuries or complications were reported. The pt's status is unk. Analysis revealed a longitudinal balloon tear.

Manufacturer narrative:
Visual examination of the returned device revealed a longitudinal tear in the balloon material. The tear stretched from the distal edge of the proximal markerband and extended distally for a total length of 4mm. Microscopic examination of the balloon material and of the markerbands could not identify any issues with the device that could potentially have contributed to the tear. There were no marks or indentations on the markerbands. A review of the mfg record for this batch number shows that the device met its material, assembly and product specifications. The most probable root cause of the longitudinal tear could not be determined.